Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed. The access ports were not used to facilitate the device removal as reported. Inspection indicated that the locator wings were bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired, directly resulting in difficult device removal. Based on the investigation findings, the probable root cause for bent locator wings that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment and device removal. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to successfully facilitate device removal. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.